Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via email that drive support cap loose and stick out from the side of the insulin pump. Customer's blood glucose value was reported as normal and did not required any medical treatment. The insulin pump will not be returned for analysis.